Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing due to low amplitude leading an inappropriate shock. Possible causes were discussed and technical services (ts) discussed and recommended troubleshooting efforts. Smart pass feature disable due to low amplitude was also observed. The patient was brought to check in, and isometric testing with several positions was performed. Changes in amplitude and noise sense were also observed. It was noted that the patient experiencing spasm, but no symptom noted at the check visit. Reprogramming efforts were performed. No additional adverse patient effects were reported. The device remains in service.